Manufacturer narrative:
The lead was returned due to lead dislodgement. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. After cleaning, the helix could extend and retract by applying torque directly at the connector pin. The full helix extension length was within specification. Visual and x-ray inspection of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that during the initial implant procedure, dislodgement of the right ventricular (rv) lead was observed. The rv lead was repositioned, however, the dislodgement of the rv lead reoccurred. The physician suspected the dislodgement was due to the anatomy of the patient. The rv lead was explanted and replaced to resolve the event.